Manufacturer narrative:
A review of the device history record of the product code and lot number combination was conducted with no findings. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was able to be confirmed for post-procedural complications. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the involved angio-seal device, hemostasis was successfully achieved. Six hours later, no bleeding was noted at the puncture site and the patient was released from bed rest. The next morning, bleeding occurred during defecation in the toilet. Manual compression was applied, and hemostasis was successfully achieved. The blood loss was less than 250cc's. The patient recovered. The physician wonders why just sitting down on a toilet seat after being released from bed rest caused bleeding. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel diameter is unknown.